Manufacturer narrative:
The reported product is not expected to be returned as reporter indicated the device was discarded. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. In the event that unanticipated product is received, a physical investigation will be performed per adc's established processes and procedures and a follow-up report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the abbott diabetes care (adc) device. Customer received unspecified lower sensor scan results when compared to readings obtained on an hcp meter. As a result, customer experienced a loss of consciousness, "cardiac arrest", and was unable to self-treat, requiring contact with emergency services (es). An es healthcare professional (hcp) "resuscitated three times with shock" and provided third-party treatment of "acetylsalicylic acid (asa) (dose unspecified), amidarone (dose unspecified), bisoprolol (dose unspecified), panzopatrol 40mg, torasemide (dose unspecified), aloporinol (dose unspecified), and atorvatin (dose unspecified)." There was no report of death or permanent injury associated with this event.